Event description:
Caller reported a malfunction on the pump, identified as malf 12, with fault ID 0x2071. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer reported multiple occurrences of the malfunction without prior notable events. The customer will continue to use current pump for insulin therapy.